Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient had apnea with hypoglycemic shock after the wearable failed on the "receiver" sometime after the sensor was put on the arm. The patient uses tandem t slim and this complaint says it was not in modified closed loop. On (B)(6), the patient was sleeping and her husband was trying to wake her up. Her husband found out that she wasn't breathing. So her husband call the emergency and she was brought to the hospital. Her husband did not administer any medication waiting for the emergency. When they arrived at the clinic, they pricked her finger and she was 21 mg/dl. No cgm reading was noted, as her wearable had already failed. Reversal of hypoglycemic shock was unremembered. The sensor was replaced and the new cgm was not remembered. She was advised to stay for 6 hrs for monitoring. She confirmed that she was not given any medication or any food intake. After 6 hrs , she was sent home without any medication given as she did not have any symptoms and is was felling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient had apnea with hypoglycemic shock after the wearable failed on the "receiver" sometime after the sensor was put on the arm. The patient uses tandem t slim and this complaint says it was not in modified closed loop. On (B)(6) 2025, the patient was sleeping and her husband was trying to wake her up. Her husband found out that she wasn't breathing. So, her husband call the emergency and she was brought to the hospital. Her husband did not administer any medication waiting for the emergency. When they arrived at the clinic, they pricked her finger and she was 21 mg/dl. No cgm reading was noted, as her wearable had already failed. Reversal of hypoglycemic shock was unremembered. The sensor was replaced and the new cgm was not remembered. She was advised to stay for 6 hrs for monitoring. She confirmed that she was not given any medication or any food intake. After 6 hrs, she was sent home without any medication given as she did not have any symptoms and was felling okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.